Event description:
End of twill tape unraveled and worked its way in between the outer and inner two cannulae and into the trachea. Pt has muscular dystrophy and has had tracheostomy for 30+ years. Had changed twill previous tuesday or wednesday (as usually does approx twice a week). Had developed a cold and also noticed a scratching sensation in the back of their throat that pt had attributed to their cold. Pt does inner cannula care about 6 times a day when pt has increased secretions, and pt did last week. When pt went to do trach site care and replace the twill pt realized that about 6-7 inches of thread from the twill had become unraveled and had caught between inner and outer cannula, and had thus been threaded down into their trachea. As soon as pt removed the twill the scratching sensation disappeared and their secretions diminished. Customer states that the quality of the twill has been deteriorating for many years, and that pt has reported this incident to the FDA.